Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-feb-2023. H6: investigation summary one open 31g x 5mm pen needle with a loose teardrop label and three photos were returned from lot. No. 2074802, cat. No. 320129. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. Evidence of a teardrop label being applied to the cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that the tear drop label on the bd microfine¿ + pen needle packaging was found detached before attaching the needle to the pen. The following information was provided by the initial reporter, translated from japanese: "this is a report about separation of the tear drop label. The user noticed that the tear drop label had been detached before attaching the pen needle to the pen."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tear drop label on the bd microfine¿ + pen needle packaging was found detached before attaching the needle to the pen. The following information was provided by the initial reporter, translated from japanese: "this is a report about separation of the tear drop label. The user noticed that the tear drop label had been detached before attaching the pen needle to the pen."